Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to traces of previous moisture presence around the battery connectors and mold on a few pins of the lcd connector located on pcba2. Unable to perform the displacement test due to the critical pump error. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that battery compartment was crack. Customer stated that retainer ring was not damaged. Customer stated that insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.